Event description:
It was reported that during the procedure, the attachment stopped working/device seized. There was no patient involved. Additional information was received stating that broken bearings were found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that customer allegation of it doesn't work is confirmed. The likely cause of failure is determined to be due to chipped/worn driver shaft. It was also noted that the bearings were broken, laser markings were faded, extension dial was rattling, shaft input driver was loose and broken, teeth were worn and finally the locking dial had a lot of resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.